Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that during pump preparation for insertion, the console remained in continuous prime mode. Fluid was observed at the outflow, and no leaks were identified. The console was switched to ic2425 with the issue reported resolved with case progress advancing. Additional information indicated that hemolysis was attributed to improper positioning, which was corrected, resulting in clearance of urine and hemolysis. The patient experienced significant myocardial stunning following wire perforation during primary percutaneous coronary intervention (ppci), ultimately requiring surgical intervention. The family was consulted regarding transfer and escalation to impella 5.5 for recovery support; however, they declined and opted for comfort care. The patient later expired.

Manufacturer narrative:
No product returned. Data log analysis: insufficient data logs returned, only 7 minutes available on (B)(6) and the pump is not turned on during this time. Hemolysis/mechanical interaction with blood: the cause of the hemolysis was use related to improper positioning as the hemolysis resolved after the pump was repositioned per clinical. Hematuria: the cause of the injury was not determined due to insufficient clinical details. The complaint pump s/n (B)(6) passed all post sterile inspection checks.